Manufacturer narrative:
An investigation was completed: on (B)(6) 2025, it was reported that the tomo sweep was intermittently jerky. The field engineer (fe) was dispatched to the customer site and found the vertical travel assembly (vta) bolts were loose. The fe replaced the vta bolts using the replacement kit to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 5,768 days and were not returned for further investigation. The cause of the system shaking was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for 81003090087 was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR related to the vta assembly. The vta was installed on this gantry with no issues noted. System product code: sdm-00001-2d. Serial number: (B)(6). Manufacture date: 04/28/2009. System installation date: (B)(6) 2009. Unique device identifier (UDI): (B)(4).

Event description:
It was reported that on (B)(6) 2025, during a selenia dimensions procedure, the customer reported that the gantry was shaking. A field engineer examined the equipment and observed the motion. 6 out of the 8 bolts from the vta assembly were loose. One had backed out allen bit from the one bolt with a magnet. All 8 bolts were tightened and gain calibrations were performed. System moved again and the system was examined again and 2 bolts had loosened. The bolts were retightened for temporary repair and scheduled a bolt replacement with customer. At this time the system met the manufacturer´s specifications. No patient or staff injury reported.